Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was unknown. A follow up call to the customer was scheduled, as she was no longer on the line to provide further details. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.